Event description:
Lead dislodged after implant. The physician tried multiple new locations and was unable to capture in the atrium so explanted this lead and plugged the port.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.